Event description:
It was reported that the procedure was to treat a lesion in av fistula artery. The 7x60mm armada balloon dilation catheter (bdc) was used in the procedure; however, during removal resistance was noted with an unspecified guide wire and the tip of the bdc broke off and remained in the av fistula. Attempts were made to removed the separated portion percutaneously but were unsuccessful. Therefore, cutdown surgery was performed to retrieve the tip of the bdc. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial report being file, it was reported that the bdc was noted to become separated at the balloon and distal shaft. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A balloon rupture was noted on the returned device. The reported difficulty removing the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the noted balloon rupture could not be determined; however, the reported difficulty removing the device, separations, unexpected medical intervention, surgical intervention and hospitalization appear to be related to circumstances of the procedure. Return device analysis noted a balloon rupture on the returned device. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. A conclusive cause for the noted balloon rupture could not be determined since limited information was reported. In this case, it is likely that the balloon rupture resulted in the reported difficulty removing the device since the inner member likely collapsed when the device lost pressure and subsequently upon manipulation during removal, the device separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.